Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem inappropriate treatment was confirmed. Upon investigation the monitor delivered a monophasic pulse during incoming pulse testing. Device evaluation of electrode belt sn (B)(4) has been completed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes. The pulse delivery circuitry test verified proper delivery of a full energy 150j biphasic pulse. The functional testing confirmed proper ECG acquisition and pulse delivery functionality. There is no indication of a product malfunction.

Event description:
A us distributor contacted zoll to report that a patient experienced an inappropriate defibrillation event on (B)(6) 2017. Motion artifact contributed to the false detection. The patient did not press the response buttons during the treatment event. There is no alleged deficiency. There is no indication of medical intervention. The patient ended use.

Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem inappropriate treatment was confirmed. Upon investigation the monitor delivered a monophasic pulse during incoming pulse testing. Device evaluation of electrode belt sn (B)(4) has been completed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes. The pulse delivery circuitry test verified proper delivery of a full energy 150j biphasic pulse. The functional testing confirmed proper ECG acquisition and pulse delivery functionality. There is no indication of a product malfunction.

Event description:
MDR submitted in error. A u.s. Distributor contacted zoll to report that a patient experienced an inappropriate defibrillation event on (B)(6) 2017. Motion artifact contributed to the false detection. The patient did not press the response buttons during the treatment event. There is no alleged deficiency. There is no indication of medical intervention. The patient ended use.

Manufacturer narrative:
Device evaluation of monitor sn 07120157 has been completed. The reported problem inappropriate treatment was confirmed. Upon investigation the monitor delivered a monophasic pulse during incoming pulse testing. Device evaluation of electrode belt sn (B)(4) has been completed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes. The pulse delivery circuitry test verified proper delivery of a full energy 150j biphasic pulse. The functional testing confirmed proper ECG acquisition and pulse delivery functionality. There is no indication of a product malfunction.

Event description:
MDR submitted in error. There is no death involved with the patient a us distributor contacted zoll to report that a patient experienced an inappropriate defibrillation event on (B)(6) 2017. Motion artifact contributed to the false detection. The patient did not press the response buttons during the treatment event. There is no alleged deficiency. There is no indication of medical intervention. The patient ended use.